Event description:
This rv lead was implanted on 2/3/06 and was explanted (B)(6) 2012 due to an advisory/recall. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).